Event description:
Customer reported being treated by the emergency medical team for low blood glucose. Customer also mentioned he experienced an insulin reaction an hour after last bolus. During troubleshooting it was found out that customer bolused twice within 60 minutes. The insulin pump appeared to be functioning normally.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.